Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing uncomfortable stimulation in her stomach and chest areas since the implant. However, the pt is receiving effective stimulation coverage for her pain areas. The pt is pending f/u with an sjm rep.